Event description:
Mandarin clinical study it was reported that the subject was administered treatment for hypoalbuminemia as a result of therasphere therapy. On (B)(6) 2024, the subject was randomized in the mandarin study. Planned treatment type was selective treatment. On (B)(6) 2024, subject had a treatment with therasphere. 99mtc-maa angiogram was performed, and target volume was 59.417 cm3. 9.71 gbq was administered through vial 1. On (B)(6) 2024, 29 days post index procedure, the subjects laboratory examination revealed decreased white blood cell count and neutrophil count. On (B)(6) 2024, the event decreased white blood cell count was considered resolved. On (B)(6) 2024, 32 days post index procedure, the subjects laboratory examination revealed hypoalbuminemia. Human albumin was administered as a corrective action to treat the event. On (B)(6) 2024, the event decreased neutrophil count was considered resolved. At the time of reporting, the hypoalbuminemia was considered not resolved.

Manufacturer narrative:
A2 - age at time of event: the subject was 59 years old at the time of study enrollment. D3 & g1 - manufacturer address 1: chapman house, farnham bus park. D3 & g1 - manufacturer zip/postal code: gu9 8ql.

Event description:
It was reported via study that the subject was administered treatment for hypoalbuminemia as a result of therasphere therapy. On (B)(6) 2024, the subject was randomized in the mandarin study. Planned treatment type was selective treatment. On (B)(6) 2024, subject had a treatment with therasphere. 99mtc-maa angiogram was performed, and target volume was 59.417 cm3. 9.71 gbq was administered through vial 1. On (B)(6) 2024, 29 days post index procedure, the subjects laboratory examination revealed decreased white blood cell count and neutrophil count. On (B)(6) 2024, the event decreased white blood cell count was considered resolved. On (B)(6) 2024, 32 days post index procedure, the subjects laboratory examination revealed hypoalbuminemia. Human albumin was administered as a corrective action to treat the event. On (B)(6) 2024, the event decreased neutrophil count was considered resolved. At the time of reporting, the hypoalbuminemia was considered not resolved. It was further reported that on (B)(6) 2024, 32 days post index procedure, the subject was diagnosed with anemia. No corrective action was taken to treat the anemia. On (B)(6) 2024, the anemia was considered resolved. It was further reported that during the index procedure, the total activity of therasphere delivery to the lung was 0.024 gbq and radiation dose to perfused liver tissue was 0.95 gbq.

Manufacturer narrative:
A2 - age at time of event: the subject was 59 years old at the time of study enrollment. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. A2 - age at time of event: the subject was 59 years old at the time of study enrollment. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via study that the subject was administered treatment for hypoalbuminemia as a result of therasphere therapy. On (B)(6) 2024, the subject was randomized in the mandarin study. Planned treatment type was selective treatment. On (B)(6) 2024, subject had a treatment with therasphere. 99mtc-maa angiogram was performed, and target volume was 59.417 cm3. 9.71 gbq was administered through vial 1. On (B)(6) 2024, 29 days post index procedure, the subjects laboratory examination revealed decreased white blood cell count and neutrophil count. On (B)(6) 2024, the event decreased white blood cell count was considered resolved. On (B)(6) 2024, 32 days post index procedure, the subjects laboratory examination revealed hypoalbuminemia. Human albumin was administered as a corrective action to treat the event. On (B)(6) 2024, the event decreased neutrophil count was considered resolved. At the time of reporting, the hypoalbuminemia was considered not resolved. It was further reported that on (B)(6) 2024, 32 days post index procedure, the subject was diagnosed with anemia. No corrective action was taken to treat the anemia. On (B)(6) 2024, the anemia was considered resolved. It was further reported that during the index procedure, the total activity of therasphere delivery to the lung was 0.024 gbq and radiation dose to perfused liver tissue was 0.95 gbq. It was further reported that the anemia, previously reported to have resolved on (B)(6) 2024, actually resolved on (B)(6) 2024. On (B)(6) 2024, the subject was diagnosed again with anemia, which resolved on (B)(6) 2024.

Manufacturer narrative:
A2 - age at time of event: the subject was 59 years old at the time of study enrollment. G1 - manufacturer address 1: (B)(6). G1 - manufacturer zip/postal code: (B)(6).

Event description:
Mandarin clinical study. It was reported that the subject was administered treatment for hypoalbuminemia as a result of therasphere therapy. On (B)(6) 2024, the subject was randomized in the mandarin study. Planned treatment type was selective treatment. On (B)(6) 2024, subject had a treatment with therasphere. 99mtc-maa angiogram was performed, and target volume was 59.417 cm3. 9.71 gbq was administered through vial 1. On (B)(6) 2024, 29 days post index procedure, the subjects laboratory examination revealed decreased white blood cell count and neutrophil count. On (B)(6) 2024, the event decreased white blood cell count was considered resolved. On (B)(6) 2024, 32 days post index procedure, the subjects laboratory examination revealed hypoalbuminemia. Human albumin was administered as a corrective action to treat the event. On (B)(6) 2024, the event decreased neutrophil count was considered resolved. At the time of reporting, the hypoalbuminemia was considered not resolved. It was further reported that on (B)(6) 2024, 32 days post index procedure, the subject was diagnosed with anemia. No corrective action was taken to treat the anemia. On (B)(6) 2024, the anemia was considered resolved.